Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 7 months post implant of this 23mm bioprosthetic aortic valve, it was replaced valve-in-valve with a 23mm transcatheter valve. The reason for replacement was reported as aortic insufficiency. It was also reported that the patient was experiencing progressive heart failure. No additional adverse patient effects were reported.